Event description:
A customer reported experiencing a malfunction alarm with their device. There was no reported impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur.